Event description:
It was reported that the customer had high blood glucose levels of 375 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Intermittent button response due to moisture damage to keypad traces. No button error alarm noted. Cracked lcd window, cracked case near lcd window corner, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.